Event description:
According to the article published in the catheterization and cardiovascular interventions journal titled "transcatheter closure of a 22mm patent ductus arteriosus with an amplatzer atrial septal occluder", a female had a large pda defect measuring a minimum of 22 mm in diameter and a length of 11 mm. A 10f amplatzer delivery system was utilized and an amplatzer duct occluder (14/16mm) was expanded without difficulty; however, it easily pulled through the duct. The device was removed and a 24mm amplatzer septal occluder (aso) was deployed. With some difficulty, the left arterial disk of the aso was positioned almost completely in the ampulla of the ductus while the right atrial disk was unable to be positioned entirely within the pda and protruded into the left pulmonary artery. Since the pressure readings in the right and left pulmonary artery were equal at 50/30 mmhg without evidence of a gradient, the right disk was thought to cause no hemodynamic compromise. The push-pull maneuver showed a securely positioned aso. Contrast dye administration to the aortal aspect of the pda revealed a significant residual shunt. The device was then released from the cable and remained in stable position. Shortly after the procedure, there was a significant rise in ldh indicating hemolysis probably due to the residual shunt through the device. The patient was placed on plavix and aspirin daily. At three months, the patient continued to have a moderate shunt through the aso and hemolytic anemia. The aspirin was discontinued in order to facilitate further defect closure. Eight months post-implant, the patient had improvement in hemoglobin values and ldh. Aortography confirmed complete closure of the defect.the device remains implanted and no additional information is expected.

Manufacturer narrative:
The device remains implanted and will not be returned for analysis. The device was also implanted off-label (used in an unapproved defect).